Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. As such, surgical intervention took place on (B)(6) 2026 wherein it was noted that the ipg header had been infiltrated with fluid. Intraop testing on s2 lead was normal. However, x-ray confirmed l1 lead had fractured. As such, the ipg and portion of the l1 lead were explanted and replaced to address the issue. Therapy was restored post op. The ipg was discarded. Portion of l1 lead remains implanted (related manufacturer reference number: (B)(4).